Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a ¿low¿ blood glucose (bg) level. A specific bg value was not provided, and the cause of the low bg was unknown. Reportedly, emergency services were called, and customer¿s bg level was tested. Emergency services did not provide any additional treatment to the customer. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional.